Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error and altitude alarm issues was verified, but the minimum fill issue could not be verified.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence and a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer¿s blood glucose level was 205 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.